Manufacturer narrative:
Initial and final MDR 1911021 - MDR 8021545-2024-02038- device 2 of 2. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that that the patient faced infusion set was leaking from the site, which cause the patient's blood glucose elevated to 280 mg/dl. No further information available.